Manufacturer narrative:
Concomitant products: dtba1d4 crt-d, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged. Non-capture and diaphragmatic stimulation were also observed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that high thresholds had been observed prior to the lead revision. The lead subsequently exhibited high thresholds post-lead revision in the only vector that would capture with minimal stimulation. Output was increased and the lead remains in use.